Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was above 400 mg/dl and below 500 mg/dl with abdominal pain, chest pain, extreme thirst, and nausea. The reporter noted the patient was treated in an emergency room with intravenous fluids and they discontinued pump therapy. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because a use error or device malfunction could not be ruled out as a contributing factor to the alleged health event.